Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction happened because the station clocks needed to be reset. A technical support specialist corrected the time, and the station was now displaying the accurate time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system clocks require resetting. The nursing staff informed the pharmacy staff that a scheduled medication appeared as "greyed out" on the station screen, despite it being the designated time for administration. After pharmacy investigated, it was discovered that several stations were displaying incorrect times. All affected stations were significantly behind the actual time, which prevented the nursing staff from accessing the scheduled medication. There were no adverse events or injuries reported based on this incident.